Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure performed on (B)(6), 2010. According to the complainant, while cauterizing a polyp, the metal pulling wire bent inside the handle. The rotatable oval snare was unable to open and close, and the wire loop was unable to be retracted. The device was successfully removed from the patient, and the procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
(B)(4): the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure performed on (B)(6), 2010. According to the complainant, while cauterizing a polyp, the metal pulling wire bent inside the handle. The rotatable oval snare was unable to open and close, and the wire loop was unable to be retracted. The device was successfully removed from the patient, and the procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
The returned device presented with the catheter kinked in three locations, which prevented the snare from retracting and extending as intended. The condition of the returned incident device was consistent with the complaint that the wire bent and that the loop was unable to extend. The most probable root cause of the failure is operational context; this failure occurs when procedural factors encountered limit the performance of the device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.